Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2017 in a pacing-dependent patient. Reportedly, on (B)(6) 2021, during a follow-up, no right ventricular sensing was observed during the threshold capture.